Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the patient experienced tamponade from a perforation and "twitching" due to the right ventricular lead threshold increase. The lead was effectively inactivated by programming the pacing mode to an atrial-only mode, and then the lead was explanted and not replaced. No further patient complications have been reported as a result of this event.